Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a frayed grip cables at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional unrelated observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the force amplification pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test intermittently. No thermal damage was found on the instrument. Further, the instrument was found with bent grip tang. The grips do not show cracking damage. The probable root cause of the damaged cables is attributed to external collisions, during use, or during reprocessing. The common causes of the failure mode bent grip tang are attributed to damage through collisions with other instruments. Applying excessive force on the instrument tips during handling can also cause bending.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a broken cable. The procedure was completed with no reported injury.